Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's husband reported via phone call that there were air bubbles in the reservoir and the customer was unable to get them out. Customer's blood glucose was unknown. Customer was advised the reservoirs will be replaced. Customer will not be returning the reservoir for analysis.